Event description:
It was reported that patient underwent partial knee arthroplasty on (B)(6) 2013. Subsequently, a revision procedure was performed on (B)(6) 2013 due to infection. The tibial bearing was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. "Early or late postoperative, infection, and allergic reaction."

Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a left partial knee arthroplasty on (B)(6) 2013. Subsequently, a revision procedure was performed on (B)(6) 2013 due to infection. The tibial bearing was removed and replaced.